Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) was confirmed. Upon investigation the monitor failed a therapy electrode fall-off test. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector and unplugging the belt receptacle from the defibrillator board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged electrode belt connector with exposed wires.